Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).